Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open plastics intervention, during vessel ligation, the clips were malformed and the device was spitting clips. Another device was used to complete the case. There was no patient injury.